Manufacturer narrative:
The reported event of inappropriate therapy was confirmed through analysis of the stored electrogram. The inappropriate therapy was found to be due to oversensing on the ventricular channel. The ventricular lead was not manufactured by abbott and was not returned for analysis. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks. The physician explanted the device. The patient was stable post procedure.